Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they got methicillin-resistant staphylococcus aureus (mrsa) when they had the previous ins implanted. On 2025-sep-08 additional information was received from the patient. They reported that had only been implanted for 6 months or so before it was removed. Patient further explained it was removed due to mrsa and while the therapy had worked wonderfully for their symptoms, they kept trying antibiotics for 6 months or so but they could not clear themselves of the infection and the incision would open up or they would get a fever so the doctor at the time, who was an obstetrician in said they couldn't continue on like that and removed the implanted system.